Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead was oversensing noise leading to pacing inhibition. The patient had an intrinsic rate of 40 beats-per-minute and no asystole was observed. No noise could be reproduced in the clinic, but there was a high pacing impedance measurement of 1600 ohms. The physician elected to replace the lead. During surgery, the rv lead was tested through a pacing system analyzed where high thresholds and a high pacing impedance measurement of greater than 4000 ohms was observed in unipolar configuration. The physician believed the rv lead to have an incomplete fracture. The rv lead was surgically abandoned and is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.